Manufacturer narrative:
It was reported that the lifts are not charging. The green led is lit but no amber light when the lift is charging. The customer states that the capacity is showing full when charging. When the lift is unplugged from the wall and the emergency stop is pulled out the display does not change or operate. This is the same on both lifts. The batteries appear to be charged but the lifts will not power on. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the lifts are not charging.